Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted two small dents on the front of the case. The interrogated monitoring voltage was 3.076 volts. The battery status was at eol. A capacitor reform was attempted and the device reported a 45.0 second charge time. Manual electrical measurements noted the device had nominal sensing and pacing functions. The device case was removed and internal visual inspection noted a protrusion in the high voltage capacitor case. The capacitor case was removed, visual inspection noted the failure appeared to be from foreign material/compression resulting in arcing between the anode and the case.

Event description:
Boston scientific received information that this device emitted beeping tones and when the patient was evaluated in the clinic charge time measurements were found equal to 45 seconds. The patient denied any MRI or CT exposure. It was noted the device performed normal during implant defibrillation threshold (dft) testing with a 21 joule shock and a 4.1 second charge time. A fault code of 1007 was discovered and boston scientific technical services (ts) recommended immediate replacement. This device was explanted and returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.